Event description:
Gastric bypass patient admitted for complaints of abdominal pain, nausea, and vomiting 2 months postop. The patient's original surgery had been a robotic assisted gastric bypass that was converted to open bypass. All counts were correct at the time of the original surgery. Exploratory surgery performed due to mechanical small bowel obstruction and retained foreign object identified on imaging. A laparotomy pad was removed from the lumen of the small bowel.